Event description:
It was reported patient had a revision of right hip due to iliopsoas tendon impingement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding malposition involving a tritanium shell ((B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported patient had a revision of right hip due to iliopsoas tendon impingement.